Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (approximately 40 mg/dl). Reportedly, the pump carbohydrate ratio, correction factor, and max hourly bolus settings needed to be updated. Customer required assistance addressing bg level with carbohydrates. Tandem technical support guided the customer through adjusting the pump settings.